Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported inability to make changes to the parameters. No patient involvement reported.